Event description:
Patient was implanted with 3.5mm locking proximal plate, 2.4mm t-plate, 2.7mm lc-dcp plate, and 1/3 tubular plate constructs in (B)(6) 2011 for fracture of left proximal tibia. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware due to patient pain. Surgeon did not revise the patient with any additional hardware. This is the sixteenth report of 27 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.